Event description:
Additional information received from the patient reported that the issues about recharging and ins been dead have been resolved. The patient reported they were sent a replacement controller and a recharger which corrected the problem and everything ¿seems to work fine now¿.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID, 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging and the ins is dead. The patient reported that the ins battery was depleted. The reported that when the recharger (rtm) was hooked to the controller they were not prompted by the controller to position the rtm paddle over the ins. It was reported that the controller was unlocked, and it indicated a ¿looking for device¿ message. It indicated a screen the ¿battery is empty¿ for the ins. It was reported that the controller was at 100%. It was reported that the replacement rtm did not resolve the issue. The controller is not responsive when the rtm was plugged in. The patient reported that there was a screen 81 and the ins was depleted. The controller was not recognizing that the rtm was plugged in, screen was not responsive when rtm was unplugged and plugged back in again. No patient complications have been reported because of this event.